Event description:
Reportedly, this request was submitted as a technical question and the attached response was received. The account was visited again and the request is now updated. The exported data for this device (and it extends to others from the reply platform) do not fully populate the pacenet database and they are asking why screen message during the file export says that the content is cso and not xml? The screenshot is attached on the original question I sent (attached) I did notice that the implant date and other associated patient information is not completed on the device, any help would be much appreciated.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data showed normal functioning as per specifications. The data extraction is first done from the .cso file to paceart (normal behavior). Some data may not populate the pacenet database since the reply platform is a platform that started to be commercialized in 2007. The list of the missing data can be provided to further improve the data that are transmitted to pacenet. No general malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, this request was submitted as a technical question and the attached response was received. The account was visited again and the request is now updated. The exported data for this device (and it extends to others from the reply platform) do not fully populate the pacenet database and they are asking why screen message during the file export says that the content is cso and not xml? The screenshot is attached on the original question I sent. I did notice that the implant date and other associated patient information is not completed on the device - any help would be much appreciated.